Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the pump powered on normally without issue. On testing, all the keypad buttons had normal response. The reported date issue is a known calendar year limitation defect in the software.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the date on the pump can only be set to 2015 and the warranty doesn¿t expire until 2016. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged software issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.